Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable connectors were reseated during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had a blank, black or no display. This resulted in a loss of navigation functionality. There is no report of death of serious injury associated with the complaint.